Event description:
A 3-piece silicone lens model aq2010v haptic tore off during insertion and the cause of the lens damage was unk. The lens was implanted and removed without pt injury. An msi-tm injector and the aq cartridge fp were used.

Manufacturer narrative:
Results - visual inspection of the lens showed the optic and both haptics were torn off missing. There was evidence of surgical residue. Conclusion - based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined.